Event description:
Ous MDR during last follow-up, a series of interrupted charge procedures became apparent (146). The iegms suggest an insulation defect of the lead. The lead shows an abrasion with a coil exposed approximately 0.5cm before the connection.

Manufacturer narrative:
Data collection attempts could not provide for incomplete, missing information. It is not suspected that use or continued use of product could result in a patient's death.